Event description:
A family member reported that the patient experienced a blood glucose (bg) of 535mg/dl with abdominal pain. The family member reported that the bg was elevated after the patient went swimming. The family member called to ask if she could give an injection for the patient's increased bg level. The patient continues to use the pump with no further reported incidents. This report is being made due to the patient's alleged hyperglycemic event while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Manufacturer narrative:
(B)(4) - device evaluation: review of the black box data revealed no data recorded for the time of the reported elevated blood glucose due to continued patient use. There were multiple records of time and date reset to the default setting following power on reset. On examination, there was visible corrosion in the battery compartment. During testing, the pump alarmed for ¿replace battery.¿ complete testing was not able to be performed due to the ¿replace battery¿ alarms. The pump was opened for investigation and revealed moisture damage on the printed circuit board. The internal clock battery on the printed circuit board malfunctioned. Complete investigation was not possible due to moisture damage.